Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the tech noted, a bur was broken inside the shaft of the attachment. No physical damage was noted on the attachment. The broken bur was most likely due to excessively hard use at the account. The shanks of the burs used in this attachment are very small and excessive force can cause them to break.

Event description:
It was reported by the sales rep that during a procedure, a bur broke off in the attachment. There were no reports of any adverse pt or user event associated with this malfunction.